Manufacturer narrative:
B3: (B)(6) 2023 / (B)(6) 2023. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had increased upstream occlusion alarm frequency post-implementation of software update. During keep vein open (kvo) rates, vanco, and after completion of secondary medications therapy in the surgical ICU (intensive care unit) . There was no report of patient injury or medical intervention associated with this event. No additional information is available.